Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and allergy to metals ("nickel allergy"). The patient was treated with surgery (to remove the essure implant,hyst. (Full),salping. (Bilateral)). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia and allergy to metals outcome was unknown. The reporter considered allergy to metals, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: discripancy noted for: 1) date(s) of insertion: (B)(6) 2011. 2) date(s) of removal: (B)(6) 2016. Plaintiff received treatment for fallowing conditions: dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: results: unknown. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. New events: dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), nickel allergy were added. New reporter added, plaintiff's information updated. Date of insertion updated. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "one tube still open". The patient's medical history included back pain, urinary frequency, uterine enlargement and polymenorrhoea. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), eczema ("rashes or skin conditions type: eczema") and abdominal pain ("abdominal pain") and was found to have uterine leiomyoma ("tumor / teratoma / cancer type: fibroid"). The patient was treated with surgery (to remove the essure implant, hyst. (Full), salping. (Bilateral), (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, allergy to metals, vaginal haemorrhage, eczema, uterine leiomyoma and abdominal pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, eczema, menorrhagia, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for: 1) date(s) of insertion: (B)(6) 2011. 2) date(s) of removal: (B)(6) 2016. Plaintiff received treatment for fallowing conditions: dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding),vaginal hemorrhage, fibroids, pelvic pain if you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? No. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: one tube blocked, one tube still open. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain : pelvic/ abdominal'), menorrhagia ('bleeding : menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". Medical conditions: essure confirmation test(s) conducted, specify: unknown (as written in ppf). Concurrent conditions included stress urinary incontinence, inflammation and headache. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("pain : abdominal"), dysmenorrhoea ("pain: dysmennorhea (cramping)"), mental disorder ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss") and tooth disorder ("dental problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and salpingo-oophorectomy (bilateral), hysterectomy(full)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, abdominal pain, dysmenorrhoea, mental disorder, bladder disorder, urinary tract disorder, fatigue, gastrointestinal disorder, weight increased, alopecia and tooth disorder outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, dysmenorrhoea, fatigue, gastrointestinal disorder, menorrhagia, mental disorder, pelvic pain, tooth disorder, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: it is unknown if patient underwent essure confirmation test(s). She received treatment for pain : pelvic/ abdominal, dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding), bladder problems, urinary problems, fatigue, gi conditions, weight gain, hair loss and dental problems current weight 184 lbs. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding (vaginal), did not undergo confirmation test. Event menorrhagia make serious incident. Reporter information, medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "one tube still open". The patient's medical history included back pain, urinary frequency, uterine enlargement and polymenorrhoea. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), eczema ("rashes or skin conditions type: eczema") and abdominal pain ("abdominal pain") and was found to have uterine leiomyoma ("tumor / teratoma / cancer type: fibroid"). The patient was treated with surgery (to remove the essure implant,hyst. (Full),salping. (Bilateral), (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, allergy to metals, vaginal haemorrhage, eczema, uterine leiomyoma and abdominal pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, eczema, menorrhagia, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: discripancy noted for: 1) date(s) of insertion: (B)(6) 2011. 2) date(s) of removal: (B)(6) 2016. Plaintiff received treatment for fallowing conditions: dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding),vaginal hemorrhage, fibroids, pelvic pain if you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? No. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: one tube blocked, one tube still open. Most recent follow-up information incorporated above includes: on 14-may-2020: pfs received. Reporter's information added. Event: abdominal pain and one tube still open were added. Lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.